Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing ineffective stimulation. Reprogramming was unable to provide effective coverage. X-rays are to be taken and the pt is to consult with her physician regarding undergoing possible surgical intervention as the next course of action.